Event description:
It was reported that the temperature sensing foley catheter was reading 38.1 degrees, however the patient's oral temperature was actually 99 degrees. Complainant reported that the reading on the foley was inaccurate.

Manufacturer narrative:
The reported event was unconfirmed. The sample was received open and in the original packaging. The sample was in good condition. Visual observation of the product noted no obvious defects .the device was dissected to observe the thermistors. The wiring was in tact with no breakage. A labeling review could not be done as this catheter is sold in various trays , single pack catheters, and product subassembly with various labeling. There was not enough information to determine the labeling to be inadequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter was reading 38.1 degrees, however the patient's oral temperature was actually 99 degrees. Complainant reported that the reading on the foley was inaccurate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter was reading 38.1 degrees, however the patient's oral temperature was actually 99 degrees. Complainant reported that the reading on the foley was inaccurate.